Manufacturer narrative:
Touchscreen assembly was returned to the manufacturer for failure analysis. The visual inspection of the customer returned touch screen assembly revealed no evidence of damage or contamination. A failure investigation (fi) technician installed the touch screen assembly into a fi ventilator to duplicate the reported issue of touchscreen failure. The fi technician identified the touchscreen assembly was tested, and no failures were identified.

Manufacturer narrative:
Date of report: 24aug2021. (B)(6).

Event description:
The customer reported that a ventilator had a touchscreen issue during clinical use when they could not use the touchpad at all. The device was in clinical use at the time the issue was discovered. It was reported that the facility quickly replaced the device with another ventilator. There was no patient or user harm reported. The customer could not duplicate the phenomenon after the device was rebooted. The device was evaluated by the customer and an international philips field service engineer (fse). The fse replaced the touch screen. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomalies were reported.